Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had hypersensitivity over the paddle lead site. Symptoms of chest pain was noted. The patient underwent a lead explant procedure. Upon removal, it was determined that the paddle lead had a defect which did not occur during the explant procedure. It was noted that on the third tail from the left, the wire is coming through the silicone surrounding creating a loop. Nothing unusual happened during the implant procedure. The patient was doing well post-operatively.

Manufacturer narrative:
Sc-8336-50 sn (B)(6): the returned paddle lead was analyzed and visual inspection revealed that the silicone at the paddle/lead tail junction is torn. It appears that excessive force was exerted onto the lead bodies resulting in the paddle junction damage and four proximal ends of the paddle lead were cut and not returned. With all the available information, boston scientific concludes the allegation of lead damage was confirmed. The cables are exposed at the damaged portion of the lead. The probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that the patient had hypersensitivity over the paddle lead site. The patient underwent a lead explant procedure. Upon removal, it was determined that the paddle lead had a defect which did not occur during the explant procedure. It was noted that on the third tail from the left, the wire is coming through the silicone surrounding creating a loop. Nothing unusual happened during the implant procedure. The patient was doing well post-operatively.